Event description:
Patient presented to the physician with redness at the ipg site. On examination, the findings were consistent with infection. Physician obtained cell cultures and prescribed antibiotics. Physician will re-evaluate after the culture results.

Event description:
Patient presented back to the physician with fluid accumulation at the ipg site. Due to infection concerns, the physician brought the patient into the or, performed a washout procedure, and closed the chest incision.